Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Patel, k; logan, k & krkovic, m. (2021). Strategies and outcomes in severe open tibial shaft fractures at a major trauma center: a large retrospective case-series. World journal of orthopedics. Vol 12, art 7, pag:495-504. Doi: 10.5312/wjo.v12.i7.495. (B)(4).

Event description:
It was reported that, on the literature review "strategies and outcomes in severe open tibial shaft fractures at a major trauma center: a large retrospective case-series", fifteen (15) patients who underwent primary implantation of a taylor spatial frame fixator to treat a severe open tibial shaft fracture experienced a pin-site infection which was treated with the administration of oral antibiotics. The postoperative period during which these infections were diagnosed is not known. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Section h10: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, this case reports, in a literature review, that fifteen (15) patients who underwent primary implantation of a taylor spatial frame fixator to treat a severe open tibial shaft fracture experienced a pin-site infection which was treated with the administration of oral antibiotics. The postoperative period during which these infections were diagnosed is not known. No further information is available. Without clinical and patient specific information, a thorough medical investigation cannot be performed. However, pin-site infections are a known complication and not a product mal-performance of the product. The clinical root cause and the impact to the patients beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, patient condition, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).